Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a case of one diopter overcorrection and residual astigmatism of the left eye observed at six months post lasik procedure. Reporter indicated there was an area of mid-peripheral flattening related to the post operative topography that is of concern.

Manufacturer narrative:
(B)(4). The system history shows that the laser was verified successfully prior and after the assumed day of treatment. Post operative topographies were provided; however, pre operative topographies were requested for comparison, but not received, therefore no review of patient data can be performed. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).